Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The pro code for the lifestent vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model 5f060601c vascular stent allegedly experienced material deformation. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The male patient weighed 90 kgs and age was not provided.